Event description:
Reporter alleged she attempted to test on the compact plus system when she was feeling confused, but couldn't get a result due to an the strip drum rotating and no strip advanced. Reporter stated that she called the emts and they arrived and obtained a result on their meter of 68 mg/dl. The emts gave the reporter food and juice to elevate her blood sugar, then drove her to the hospital where her blood glucose was monitored and she was released. No other actions were reported taken or treatment received. A request was made for the return of the suspect device; however, the strips used at that time are no longer available. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The sales rep has reported that there was a pressure issue with this device. The surgeon does not believe that the readings on the fms pump display were accurate. The pump was set to a certain pressure, and displayed that setting, however, too whatever degree, the surgeon reports that the pt's shoulder became more swollen that he was comfortable with. They stopped use of the pump and employed another fms pump to complete the surgery without further issue or harm to the pt. Outside of the pump swap, no other intervention was taken.